Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. The only other complaint on this device is complaint # (B)(4) in cq, which this is an extension of. Pump was received on 2/12/2024 and tested on 2/16/2024. Due to the initially reported complaint code of "3fri3: flow rate issue - user reports flow rate issue but flow rate accuracy is unknown", the pump was tested with the following protocol for flow rate from the nimbus ii series complaint investigation process with document # it-004-wi-003: 11.1. Submerge spike end of administration set in the water tank. 11.2. Weigh the empty plastic bottle and record initial weight. Hang empty bottle on a hook below the pump. 11.3. Prime the administration set and attach to the pump. 11.4. Power on the pump. 11.5. Select resume infusion. If not available, select new infusion. 11.6. Set the vtbi to 100ml. Leave all other parameters unchanged in order to replicate the infusion settings when the issue was identified by the user. 11.7. Place the needle end of the administration set into the empty bottle. 11.8. Press run/stop key on the pump to run the infusion. 11.9. When the infusion completes, weigh the bottle to get the final bottle weight. 11.10. Calculate the initial flow rate accuracy. Initial flow rate accuracy = ((actual fluid weight - expected fluid weight)/expected fluid weight) * 100%. Where actual fluid weight = final bottle weight - initial bottle weight. 11.11. Record the results. 11.11.1. Passing criteria: flow rate accuracy is within +/-5% deviation. The initial bottle weight recorded was 97.369 g. The final bottle weight recorded after the 100 ml infusion was the infusion has been recorded as , which has a 5 deviation. The set used during the test was an hs-008 set with lot # 2305022 and expiration date 4/14/2026. The scale used was an and fx-500i with control # itv-eq-027 and calibration date 3/30/2023 by essco. It was also noted that the pump has sustained serious physical damage, with the plastic housing being completely broken around the metal bar on the bottom of the pump, and that the stickers on the back of the pump are starting to appear rubbed off as well and getting harder to read. The pump's lcd also has several black spots on it. "304251 lcd" and "304251 damage" for reported damage. Reported issue found, device not performing to specification.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. The only other complaint on this device is complaint # (B)(4) in cq, which this is an extension of. The complaint will be attached, see "(B)(4)~ salesforce - enterprise edition". The original MDR filed on cq and all of his acknowledgements will be attached, see both of "mdw-00029", "ack1mdn (1)", "ack2 (1)", and "ack3 (1)". Pump was received on (B)(6) 2024, began testing on (B)(6) 2024. Due to the initially reported complaint code of "3fri3: flow rate issue - user reports flow rate issue but flow rate accuracy is unknown", the pump was tested with the following protocol for flow rate from the nimbus ii series complaint investigation process with document # (B)(4): 11.1. Submerge spike end of administration set in the water tank. 11.2. Weigh the empty plastic bottle and record initial weight. Hang empty bottle on a hook below the pump. 11.3. Prime the administration set and attach to the pump. 11.4. Power on the pump. 11.5. Select resume infusion. If not available, select new infusion. 11.6. Set the vtbi to 100ml. Leave all other parameters unchanged in order to replicate the infusion settings when the issue was identified by the user. 11.7. Place the needle end of the administration set into the empty bottle. 11.8. Press run/stop key on the pump to run the infusion. 11.9. When the infusion completes, weigh the bottle to get the final bottle weight. 11.10. Calculate the initial flow rate accuracy. Initial flow rate accuracy = ((actual fluid weight - expected fluid weight)/expected fluid weight) * 100% where actual fluid weight = final bottle weight - initial bottle weight. 11.11. Record the results. 11.11.1. Passing criteria: flow rate accuracy is within +/-5% deviation. The initial bottle weight recorded was 97.369 g. The final bottle weight recorded after the 100 ml infusion was 161.383 g. The infusion has been recorded as , which has a -35.986% deviation which is not in specification. The set used during the test was an hs-008 set with lot # 2305022 and expiration date 4/14/2026. The scale used was an and fx-500i with control # itv-eq-027 and calibration date (B)(6) 2023 by essco. It was also noted that the pump has sustained serious physical damage, with the plastic housing being completely broken around the metal bar on the bottom of the pump, and that the stickers on the back of the pump are starting to appear rubbed off as well and getting harder to read. The pump's lcd also has several black spots on it. See attached image "304251 lcd" and "304251 damage" for reported damage. This complaint has been reviewed and evaluated and determined to be included in CAPA # it2022-06 for flow rate, CAPA # it2023-19 for pump housing module and CAPA # it2023-18 for lcd module. Reported issue found, device not performing to specification.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional contacted a distrubutor employee of intuvie who reported that though the pump settings were correct the bag should 1 ml of fluid but appears to have at least 50 ml appearing still full. [Event description]. Medication being infused was unknown. No patient injury reported.